Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, at a later date the lens was explanted and replaced intraoperatively for a lens of a shorter length. Cause of the event was reported as unknown. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim (B)(4).

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.